Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube , the snubber board, and the high voltage regulator board. The system operates as intended.

Event description:
It was reported that the system displayed an error and the cine function would not work. No patient injury was reported.